Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.1 had broken drawer rails and the drawer started smoking when forced closed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails had broken on drawer 6.1. The drawer had been pulled too far out from the cabinet, and the customer had to force the drawer closed. While doing so, the retractor bands and drawer boards broke in the back. The customer reported a burning smell shortly after. The solenoid appeared to be discolored. A field service engineer (fse) disconnected the drawer and removed the boards. A replacement drawer was ordered. The half-height cubie drawer was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section b describe event or problem and section h manufacturer narrative. The report of the auxiliary station drawer 6.1 having broken drawer rail and smoking was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the drawer: replaced the half-height cubie drawer. Visual inspection of the received drawers observed the retainer bracket was migrated along the top drawer rear right slide with ball bearings exposed. Visual inspection of the solenoid for the top drawer observed thermal damage. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the drawer controller board observed no issue; however, electrical measurement of the board noted components to be shorted. Visual inspection of the pyxibus module controller observed a missing component. However, electrical measurement of the board noted no issue. There was no indication the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary , drawer 6.1 had broken drawer rails and the drawer started smoking when forced closed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. As per part investigation, it was determined that there was thermal damage observed on the top-drawer solenoid and capacitor c204 was missed. There were no adverse events or injuries reported based on this event.